Event description:
It was reported that spring wire guide was inserted without problems. The clinician tried to insert the iab but it was not possible to position the iab but it was not possible to position the iab. They tried unsuccessfully to reposition the iab. The catheter and swg became stuck together. The clinicians cut the swg and removed the swg and catheter together with force. A new iab was inserted. No pt complications were reported.